Event description:
Patient had surgery: left mastectomy, reconstruction with tissue expander and alloderm. Then, patient reported symptoms of infection: fever, redness to left breast.patient admitted to hospital and treated with IV antibiotics. Patient returned for surgery: irrigation, debridement, and removal of 120 ml saline from tissue expander. Tissue and fluid cultures taken and staphylococcus aureus treated with IV antibiotics. Finally, patient returned to or for removal of tissue expander and implantation of silicone gel breast implant and alloderm.